Event description:
It was reported that during a da vinci-assisted surgical procedure, the shaft of the vessel sealer extend (vse) peeled off and a fragment fell inside the patient. The customer retrieved fragment during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The vessel seal extend instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and found to have a scratched main tube. The scratches measured approximately 0.1785" - 0.1045" in length and were axially aligned with the main tube. The outer coating at the scratch marks was missing and was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.